Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to right ventricular pacing measurements greater than 2000 ohms. Noise was also observed on the rate/sense channel which resulted in nonsustained episodes. The patient was seen in clinic and slight noise was recreated with pocket manipulation. An invasive procedure was performed. A tug test was performed on the lead and the connection appeared secure. The lead was tested through a pacing system analyzer and measurements were good. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Subsequently, additional analysis was performed on this device. Microscopic inspection of the lead barrels found lead seal ring marks within the right ventricular port that were indicative of underinsertion of the lead. This underinsertion resulted in the clinically observed high pacing impedance measurements and noise.